Event description:
Device 1 of 2. Ref. MFR. Report #1627487-2013-20360. It was reported surgical intervention will be undertaken to replace the ipg due to low impedances which is causing inadequate stimulation. It was further reported impedances were below 200 on contacts 2 and 16 and normal range on the other contacts.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.